Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using a proglide device after a percutaneous transluminal coronary angioplasty (ptca) procedure with a 7f sheath. Reportedly a suture break occurred while advancing the knot. A new proglide device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.